Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 26-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and dat at 0.0873 inches. All buttons functioning properly. No stuck button alarm in the pump alarm history noted. Pump was able to pair with transmitter however, unable to perform testing for smartguard bolus recommendation is not correct because the pump is stuck on warm up. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery and keypad anomaly was not confirmed. Pump was able to pair with transmitter however, unable to perform testing for smartguard bolus recommendation is not correct because the pump is stuck on warm up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged issue with the bolus recommendation and keypad anomaly. The customer reported blood glucose value of 373 mg/dl, and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-332a, mmt-242a, and mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for smartguard bolus delivery issue. Customer was advised to discontinue pump use and revert to back up plan as per health care professional instructions. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a, and mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.